Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was hot and was not charging his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been investigated. Upon investigation the battery charger/modem was resetting, component u13 (flash cmos microcontroller) was shorted on the bedside board, and the battery board and bedside board were contaminated .the cause for the resets was isolated to the shorted component, u13. The root cause for the shorted u13 as well as the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.